Event description:
It was reported that the device broke during tightening.

Manufacturer narrative:
The accord dual ended hex driver was returned and evaluated. A visual inspection revealed that one of the hex ends has fractured off; it was not returned with the device. On the other end of the driver, the hex end exhibits signs of torque application while being improperly seated. With the exception of the hex heads, the device does not exhibit noticeable wear or use damage. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history revealed no additional complaints for the associated batch. Additionally, a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.